Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant devices added. Manufacture site postal code 2544. Visual inspection of the returned device performed at customer quality (cq) confirmed the condition of breakage, which agrees with the reported complaint condition. One zip-fix tie was returned broken. Note: other zip fix ties were received in multiple pieces but it was determined that they were cut, not broken. The returned device was manufactured in july 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Sternal zip fix with needle design drawing 1118-607_(B)(4) revisions a&b were reviewed. No product design issues or discrepancies were observed during this investigation. The width of the returned zip fix implant near breakage measured 4.30mm at cq (calipers ca802) which is within specification of 4.22 ± 0.1mm per 1118-607_(B)(4) revision a. The thickness of the returned zip fix implant near breakage measured 1.85mm at cq (calipers ca802) which is within specification of 1.9 +0.1 / -0.15mm per 1118-607_(B)(4) revision a. A definitive root cause for the zip fix implant breaking intraoperatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 08.501.001.01s, lot: l053118, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 27 july 2016, expiry date: 01 july 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked.

Event description:
Concomitant devices reported: sternal zipfix (part# 08.501.001.01s, lot# l053118, qunatity# 2); sternal zipfix (part# 08.501.001.01s, lot# l256507, qunatity# 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Potential lot numbers reported as: l053118, l256507. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a tumor resection surgery on (B)(6) 2019. During the surgery five (5) sternal zipfix with needle sterile were placed, tightened and cut. The first two (2) sternal zipfix with needle sterile worked well but the third broke, and for this reason, the doctor removed all three (3) sternal zipfix with needle sterile. The doctor indicates that the three (3) devices were part of a system and that those were already in place were not served. They mixed all the sternal zipfix with needle sterile and it was not possible to differentiate the one that broke. For this reason, all the sternal zipfix with needle sterile were sent to the warehouse for respective analysis. All the sternal zipfix with needle sterile were removed and another system of the institution were used. It is unknown if there was surgical delay. Procedure outcome is unknown. Patient was not harmed by the inconvenience. This report is for one (1) sternal zipfix with needle sterile. This is report 1 of 1 for complaint (B)(4).